Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; specific bg value was not provided. A correction bolus via the pump was delivered to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.